Event description:
It was reported from the us that a (B)(6) caucasian female patient who underwent breast reconstruction revision procedures with mentor memoryshape mh 685cc gel breast implants was diagnosed with left sided breast implant associated anaplastic large cell lymphoma (bia-alcl) on (B)(6) 2020. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2020. It was reported that the patient had the right breast prosthesis removed due to anxiety caused by the alcl diagnosis. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2021-05540 for the report on patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anxiety due to alcl diagnosis in contralateral breast. Manufacturer¿s reference number: (B)(4).